Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation as it has been reportedly discarded by the facility. (B)(6). (B)(4). Part number is unknown; however, this type of device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) blade, which was implanted on (B)(6) 2015, needed to be removed, since the patient complained about it. The explant was already disposed. This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Report date/date received by MFR: initially reported as september 21, 2016 but additional information clarified date should have been september 13, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.